Event description:
It was reported that the pt felt a "jarring" when she used the navigation button to switch programs. Also, she was not able to adjust her stimulation. It was noted that the pt did not press the synchronization button when changing programs. The pt also experienced diarrhea and was instructed to turn the device off. Further info was requested.

Manufacturer narrative:
(B) (4).